Manufacturer narrative:
The ivl balloon catheter was received for investigation and damage to the balloon and catheter was confirmed. The distal end of the balloon was found to be buckled at the distal end of the sheath. The balloon was removed from the sheath and the sheath opening had been curled inwards causing the opening to be smaller. The physician used a 6f sheath for the procedure indicating off-label use as the IFU states that a 7f sheath should be used for a 7.0 mm balloon. A portion of the detached distal end was not returned for evaluation. The event description indicates that all components were successfully removed from the patient's body. The cause for the reported unable/difficult to remove and subsequent detachment of balloon components could possibly be attributed to off-label use by the physician as the device was used inside of a stent and the incorrect sheath size was used. The IFU states that the device is not intended for treatment of in-stent restenosis. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
A shockwave m5 peripheral lithotripsy (ivl) device was used to treat an in stent iliac artery. The balloon was pulsed inside of the stent. Upon removal of the ivl catheter, the physician encountered difficulty and the balloon was found to be detached. It was determined that a 6f sheath was used for this procedure which is smaller than the indicated sheath size in the IFU. The detached component was successfully retrieved from the patient using another sheath. To date, no patient sequelae has been reported.